Manufacturer narrative:
Company representative evaluated the system. Corrections included reconnecting the systems' kvm cable, serial cables, monitor's mouse, keyboards, and power recycling. System communication were reestablished.

Event description:
Customer reported the panorama central stations shut down due to site construction, which may have affected telemetry monitoring. No pt injury was reported. (B)(4).